Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee revision on (B)(6) 2015. Approximately 6 years and 11 months after the first revision the patient had a second right knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of (B)(6). Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
H10. Additional/updated information- a2, a3, b5, d1, d4 all, d10, g4 510k, h4, h6 health effect - clinical code & medical device problem code. Investigation pending. H11. Correction- f6, f9, f10 should be blank.

Event description:
Additional information received from legal on (B)(6) 2023* revision op report and device information. This information does not affect the reportability assessments/severity. Revision operative report of (B)(6) 2022-the patient was revised to competitor¿s devices. Procedure: revision right total knee arthroplasty. Intraoperative findings: loose femoral implants - removed easily with severe bone loss. Very extensive bone loss on the distal femur because of osteolysis. Soft tissue sent to pathology. During the extraction of the femoral implant the lateral condyle fracture 100% - this was reduced and fixed with screws x 2, and a distal femoral cone to anchor the lateral condyle as well-packed with bone graft mixed autograft and allograft. The patella was exposed, and the patellar button was well fixed and stable, it was retained. Sterile dressing applied. Patient reversed from anesthesia and sent to pacu in stable condition. No additional information available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.